Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the water line on the oxygenator was cracked. The product was changed out. There was no pt involvement as this occurred out during set-up.

Manufacturer narrative:
Terumo did receive the actual device for investigation and visual inspection confirmed the complaint, the bond between the heat exchanger housing and the water port elbow was cracked. A review of the production report indicates that the heat exchanger passed the leak test. Review of the damage type is consistent with external force post production and was replicated during the investigation. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.